Event description:
Customer reported device was reading high. Customer took insulin shot. Customer went to sleep for 3 hours and was cold and clammy. Device = 545 mg/dl. Cusotmer was given an insulin shot. Device = 242 mg/dl. 20 minutes later, device 551 mg/dl. Customer would not wake up. 911 called. Emergency medical technician (emt) device = 45 mg/dl. Customer was given a glucose shot. Customer was taken to the hospital and treated, however the type was unknown. No controls used. A request was made for return product and replacement product was sent.